Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, arrhythmia, heart block, bradycardia which required transcutaneous pacing and was admitted to hospital. The right ventricular (rv) lead exhibited loss of capture, high thresholds and elevated threshold. The implantable pulse generator (ipg) exhibited pacing issue. The rv was reprogrammed and remains in use. The ipg remains in use. It was also reported that the patient experienced severe metabolic issues which was contributing to the loss of capture and the condition of the patient. Once these issues were normalized, capture was again able to be obtained. The patient has since passed away with no allegation to implantable pulse generator (ipg) system.